Manufacturer narrative:
Both devices were used in the same procedure, on the same disc level and with the same failure mode. However, only one device tip broke completely off and was left in pt. The devices both broke in short period of time while the same cannula placement was probably used for introducing both devices. These two pieces of evidence are strong indicators that the cannula was incorrectly positioned into the disc and the tip ran directly into endplate. This is corroborated by the images provided by the surgeon that show the device being very close or in contact with the endplate. The IFU cautions the user against contacting endplate.

Event description:
Pt was a male, (B)(6), with protrusion in l4-l5 region. He had previously been treated with ozone therapy. The disc height was 9.7 mm as per MRI. The pt was positioned on his side and after performing local anesthesia dr (B)(6) proceeded to insert the cannula, with some difficulties due to the iliac crest. The cannula was repositioned, next to the l4 and almost parallel to the plates. The mandrel was removed and the device inserted. After 30 seconds of correct performance, doctor noted that the terminal end section completely broke off and was left in the pts' vertebral space. Dr (B)(6) decided to open another new enspire device as he desired to at least remove some of the pt's nucleus material as planned. The procedure was stopped soon after he started to use the new device because also the new device began to bog down.